Event description:
It was reported that a person using the ilet experienced persistent hyperglycemia despite multiple site changes with supplies appearing normal, disconnected from the pump, administered an outside insulin injection, remained off the pump for two hours, and later reconnected with a reported blood glucose of approximately 200 mg/dl. Investigation included complaint review and user troubleshooting with education. Investigation of this case revealed no device alarms reported and no confirmed device malfunction based on available information. Symptoms included elevated blood glucose. Outcomes included no reported injury, no medical intervention beyond self-administered insulin, and no hospitalization. It was concluded that, based on previously established findings for similar reports, the cause of the hyperglycemia was unclear and that the device performed as designed based on the information provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.